Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2012 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or (B)(6) 2016. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 16-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event hysterectomy and surgery was updated to excessive and abnormal bleeding during menstruation and chronic pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, dizziness, back pain, leg pain, vulval itching, vaginal odor, sciatica, abdominal pain lower, uterine fibroid, sleep problem, ovarian cyst and ovarian cystectomy. Concomitant products included lorazepam for anxiety, sertraline (zoloft) for depression as well as cilest (ortho tri-cyclen) since(B)(6) 2013 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with thomapyrin n (excedrin migraine), ibuprofen, surgery (total hysterectomy and bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, nausea and fatigue had resolved. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: five rings protruding through the right side, four rings protruding through the left side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion . Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, menorrhagia, migraine, nausea . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), menorrhagia ("excessive and abnormal bleeding during menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("excessive and abnormal bleeding during menstruation, abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, dizziness, back pain, leg pain, vulval itching, vaginal odor, sciatica, abdominal pain lower, uterine fibroid, sleep problem, ovarian cyst and ovarian cystectomy. Concomitant products included lorazepam for anxiety, sertraline (zoloft) for depression as well as cilest (ortho tri-cyclen) since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with thomapyrin n (excedrin migraine), ibuprofen, surgery (total hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, nausea and fatigue had resolved. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: five rings protruding through the right side, four rings protruding through the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, menorrhagia, migraine, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, treatment and concomitant medications, concomitant disease, new events vaginal haemorrhage, migraine, nausea, dysmenorrhea and fatigue added. Outcome for the events pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhea and fatigue added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.